Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 5 years and 8 months. The pump remains in use supporting the patient me. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found on the floor with the pump stopped. Family members found the patient and connected batteries to the system controller. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed a pump stoppage occurred due to the external batteries and the system controller¿s backup battery being depleted. On (B)(6) 2018, it was reported that the patient made a full recovery.